Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The blood leak was not visually observed and the blood leak occurred within ten minutes into the initiation of treatment. The estimated blood loss was 5ml. The machine did alarm appropriately. The pt did not experience any adverse effects or seek medical attention. The pt completed his treatment on a different machine with a new set-up. The actual samples is not available for eval.

Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production.